Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed, preventing users from accessing medication for a patient. The customer stated that the drawer failed to open and was not recoverable. Although they were able to manually get the drawer to open, but the physical mechanism for opening the drawer appeared to be broken. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a broken plunger in drawer five. A field service engineer replaced the plunger on the solenoid and rebooted the station to resolve the issue. Additionally, preventative maintenance was conducted on the device. The system functioned as intended after the field service engineer troubleshot the device.